Event description:
Related to MFR report # 2183959-2012-00547, 00548. On (B)(6) 2009, the pt was implanted with an ams perigee graft with "the intention of treating her pop (pelvic organ prolapse) and sui (stress urinary incontinence)." It was reported that the pt experienced serious bodily injuries, including but not limited to, pain, dyspareunia, adhesions, chronic interstitial cystitis, additional surgery and other injuries. The pt also experienced mental and physical pain and suffering, has undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.